Event description:
It has been reported a single use ligation device was used for colonoscopy procedure, polyp removal. The user successfully removed the polyp and placed hemostatic clips to the area. The patient was discharged home. An unknown time later the patient returned to the facility with reports of ¿oozing¿ (blood) from the area the polyp was removed. It the user reports 2 caps (rod) broke off during the procedure, stating "the rod inside the handle of the device snapped while the wire was looped around the polyp area". The wire was removed by pulling and tugging on the wire. After the wire was removed, bleeding was noted. Three additional hemostatic clips were placed to stop the bleeding. Additional details have been requested regarding the patient and reported event, at this time, no additional information has been provided. This is report 1 of 2. Related report with patient identifier (B)(6).